Event description:
It was reported on 29 apr 2022 during a device upgrade that the atrial lead had high capture threshold and p-wave amplitude variation. The atrial lead was not used and the physician elected to complete the procedure without a replacement. The patient condition was stable.

Manufacturer narrative:
The reported events of p wave amplitude variation and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.